Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported there was a burn on the customer's insulin pump. Customer stated the burn was located right above the insulin pump's screen. The customer stated they were cooking when something splashed on the insulin pump, causing the burn. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer also reported their insulin pump would frequently turn off. They also reported a high blood glucose event where their blood glucose rose to 600 mg/dl. Customer declined to troubleshoot for the insulin pump. No additional information provided.